Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A field service engineer replaced the hard drive and reimaged and corrected station settings. Installed software to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was unresponsive and needed to be restarted. The customer stated that finance or patient care were directly affected. There were no adverse events or injuries reported based on this event.